Event description:
Boston scientific received information that this pacemaker exhibited right atrial pacing impedance measurements greater than 2,500 ohms. Loss of atrial capture and undersensing were also noted. At that time, it was suspected that the lead was not functioning appropriately. This device was changed out due to normal battery depletion. At the change out procedure testing found the atrial lead was functioning as expected. It was then suspected that the lead was not securely connected to the device which resulted in the high pacing impedance measurements. No adverse patient effects were reported.

Manufacturer narrative:
The device has not been returned for analysis. Should additional information become available this report will be updated.